Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during preparation for a vats wedge resection, the device was found to be jammed and would not react, open, or turn. The treatment time was extended but there was no injury or consequence to the patient.